Manufacturer narrative:
One used hypodermic needle and one unused hypodermic needle were returned for eval. Visual and functional inspection of the unused device found no issues, faults or anomalies with the product. Visual inspection of the used device observed the cannula bent and un-engaged in the safety mechanism. Review of the device history record revealed no issues or non-conformities during device production. Product inspection was not able to determine what caused the cannula to bend.

Event description:
The user facility reported a clinician sustained a needle-stick while attempting to engage the needle into its safety device. The clinician received treatment consistent with the facility's internal protocol for blood exposure. No permanent adverse effects to the clinician reported nor was any pt injury reported.